Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0451 on (B)(6) 2007 many years later the patient has suffered chronic pelvic and vaginal area pain, severe abdominal pain, additional surgery, painful intercourse, multiple urinary tract infections, the need to self catheterize, kidney damage, and urinary retention. No further information has been provided.